Manufacturer narrative:
The insulin pump was unable to prime unit during prime test due to loose and flush drive support. The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms were noted. The insulin pump was received with cracked case at display window corners and end cap. The insulin pump was received with minor scratched lcd window. The insulin pump was received with debris under lcd window. The insulin pump was received with missing end cap sticker. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 310 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The customer was unable to troubleshoot for high blood glucose and was on back-up plan. The insulin pump will be returned for analysis.